Event description:
Intra-aortic balloon was inserted in a post-cardiac arrest patient, balloon would not fully inflate. Company clinical rep was called and recommended to pause balloon pump and to manually inflate balloon with syringe. This was attempted twice with no success, leading to removal of balloon.